Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample using a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es reagent performance issue is not a likely contributor to the event. It is unknown if the customer is following the sample collection device manufacturer¿s recommendation for sample centrifugation; therefore, improper pre-analytical sample handling could not be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample using a vitros 5600 integrated system. Patient result: 0.069 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).